Manufacturer narrative:
Biomérieux investigation was conducted. The investigation identified a version (B)(4)software anomaly that can potentially assign an incorrect organism ID to an isolate; in addition, this can impact the corresponding ast result. Field correction fsca-4139 was issued on 13-nov-2018 to notify the u.s. Subsidiary; the united states is the only country to have installed version (B)(4) in a controlled (limited) launch at five (5) customer sites. The fsca-4139 contains a software solution to resolve the identified anomaly, which is installed by the local biomérieux service/field personnel. Any controlled launch customer updated to version (B)(4) will immediately have the software solution installed via design note 18-019 prior to testing of any patient isolates. A modification to the version (B)(4) software installer will implement the software solution into version (B)(4). No customer sites outside of the united states controlled launch will be updated until version (B)(4) is available.

Event description:
A customer in the united states contacted biomérieux to report an incorrect organism name being displayed on the vitek® flexprep¿ following organism download from the myla® system. The downloaded organism was serratia marcescens, but was displayed as serratia plymuthica. The issue occurred after the customer's vitek 2 system had been upgraded to vitek 2 systems software version (B)(4) there is no indication or report from the laboratory or any physician that the discrepant organism assignment led to any adverse event related to the patient's state of health. A biomérieux internal investigation was initiated.